Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, changed trach was performed but the device cuff not stay inflated. The 2nd trach was opened and used but also would not hold the cuff. There was no patient injury/harm.